Event description:
Discordant, falsely elevated glucose results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument and resulted higher, which matched the clinical history of the patient. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant glucose results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the cuvette bottom positions for reagent probe 1 and sample probe 1 required adjustment. The cse adjusted the probes and verified the instrument was operational by running a system check and checking service methods. The customer ran quality controls and patient samples, all of which resulted as expected. The cause of the discordant glucose results was related to the misaligned reagent and sample probes. The instrument is performing according to specifications. No further evaluation of this device is required.